Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose levels ranged from 90 (mg/dl) to 100 (mg/dl). Reportedly, the customer reloaded a cartridge successfully, and resumed insulin.